Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in four pieces. External insulation abrasion breaching the outer insulation in segment 2 was noted at 0.0 cm to 0.4 cm and 1.0 cm to 1.5 cm from the cut end consistent with friction to device can. The outer coil was noted exposed in this region. External insulation abrasion breaching the outer insulation in segment 4 was noted at 9.6 cm to 10.1 cm from the cut end consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was noted exposed in this region.

Event description:
This report is to advise of an event observed during analysis.